Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7084096/7084164, UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient was prescribed with medication. Additional information was received that all components were explanted and will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient was prescribed with medication.

Manufacturer narrative:
Investigation conclusion: the device was not returned for analysis; therefore, a technical analysis could not be performed. Record review revealed no additional information related to the complaint. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient was prescribed with medication. Additional information was received that all components were explanted and will not be returned per hospital policy and patient was doing well postoperatively.